Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. During the procedure the patient required a emergency sternotomy. The patient had a hypotensive episode and also required 5 units of blood. The procedure revealed a laceration to the svc. The patient was transported to the cardiac care unit in stable condition. Explant method: not provided. Technique/tools: direct traction with locking stylet, sheath(s), sterile screwdriver. Complications listed above.